Event description:
It was reported that the peek implant broke into two pieces during impaction. Both pieces were retrieved. The device was replaced. No patient complications were reported.

Manufacturer narrative:
(B) (4): the implant was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.